Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. In the taper of the stem some holes were visible, most probably due to the tightening of special screws used for the removal of the stem. The ha coating remained in the proximal body, probably due to a non complete adherence to the bone and the neck showed some very small signs, probably occurred during the revision surgery. The cup revealed to be well osseointegrated, with a total removal of the coating and with some parts of fibrotic tissue adherent to the surface. The ceramic liner remained assembled with the cup and a little sign in the inner surface was visible. The femoral head showed two evident dots, probably occurred during revision. It is highly probable that the root cause of the event is not related to the implant.

Manufacturer narrative:
On 04 november 2016 the (B)(4) performed a clinical evaluation and commented as follows: stem revision in cementless tha after five years in a young male patient. The original stem was slightly varus-aligned and possibly a little undersized, and the cup was also rather horizontal. We cannot state that these are causes for the revision: often such situations can perform very well for a long time. However, there is no indication in the clinical report that leads to suspect a defective implant. A possible cause to be evaluated is also late secondary infection. On 08 november 2016 the (B)(4) performed a preliminary investigation based on the image received from the reporter and commented as follows: the received photo was analyzed. Concerning the stem, from the image is quite visible the distal part and the neck region and no particular signs were evident. The cup, still assembled with ceramic liner, does not show particular signs, except for a small sign in the lower rim of the ceramic liner, probably occurred during the revision surgery. In the femoral head, signs are well evident on the base region, probably occurred during the removal of it. From the obtained photo it is not possible to determine the root cause of the event. Batch review performed on 08 november 2016. Lot 102664: (B)(4) items manufactured and released on 22 september 2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery was necessary due to amistem-h malpositioned (varus) and suspicion of infection. All implants were revised.